Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead fractured. There was intermittent ventricular capture at higher outputs and impedance was greater than 2000 ohms in both configurations. The lead was capped and replaced.